Event description:
Same case as 600093-2006-00389. It was reported that 111 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (2.75x24mm and 2.75x28mm) drug eluting stents in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. One hundred and eleven days after the initial procedure, the patient required a tvr. The physician successfully placed a johnson & johnson cypher stent in the prox lad to treat distal edge restenosis. In the opinion of the physician, the relationship of the taxus stent to the tvr is probable.